Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device, for an implantable stimulator (ins). The reason for call was pt reported that they have not used the stimulator 'in a while' because the stimulation worked but, was not doing what it needed to do and did not hit the area that they needed. Pt stated now their pain has changed and they wanted to try charging the ins. Pt stated the ins was not implanted 'high enough'. Pt stated their sciatic and legs are killing them. Pt stated that yesterday, the controller displayed a message 'battery empty cannot continue replace controller batteries'. Agent asked if they saw this while charging the ins - pt stated no, it was when they were charging the controller. Pt stated their controller is not powering on. Agent walked pt through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Caller inserted the battery and confirmed green light was blinking above the screen and saw memory problem screen. Pt confirmed no physical damage on recharger cord/ pins, or controller connector port pins. Pt then unlocked controller and saw no device found - pt confirmed ins is at 0%. Agent recommended to continue to fully charge the controller. Agent will call pt back later today to further address ins charging troubleshooting. Patient called back and reported they have charged the controller. Patient said they were laying on the recharger. Troubleshooting was performed by completing a passive recharge. Patient reported they were now seeing the normal charging screen.

Manufacturer narrative:
Continuation of d10: product ID: 97745, serial# (B)(6), product type: programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer representative reported that stimulation was not in the correct area. The patient indicated that her pain pattern was different now. The patient was given 3 new programs to try.